Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. The battery hardware was reassembled as a pre-caution. The battery used during the event was not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.